Manufacturer narrative:
(B)(4). A lot history record review was completed for lot, 25118229 the last lot shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had difficulty while trying to insert the scope into the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had difficulty while trying to insert the scope into the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.